Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were requested due to backup battery (ebb) fault alarms on the system controller. The log file began capturing ebb faults on 29sep2024 due to the ebb failing the load test. The clinician reseated the battery without cessation of battery fault alarm. The system controller was then exchanged without any issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 29sep2024 was reviewed. A backup battery fault alarm was active at 20:20:48 due to the battery not passing the load test. Backup battery faults were active until the end of the log. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.